Event description:
It was reported that patient pc was displaying "replace generator soon" message. As a result, surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.